Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit front panel turns off after an alarm sounds. The issue occurred during an unspecified diagnostic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, there was no information indicating that the reported phenomenon was reproduced. Since there was no other information, however, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.